Manufacturer narrative:
(B(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had an under delivery alarm. Customer also experienced a high blood glucose and the value was 350 mg/dl at the time of incident. Customer¿s current blood glucose value was 330 mg/dl. Customer treated with manual injection for high blood glucose. Customer was alleging the insulin pump was under delivering because of the high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose. The insulin pump will not return for the analysis.